Event description:
It was reported that the user experienced intermittent communication failure between the ilet and the dexcom g7, resulting in signal loss to the pump and prompting physician-directed disconnection from the ilet while glucose readings remained visible in the dexcom app. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the systems, associated with the device¿s electrical and magnetic components and antenna, consistent with an intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.